Event description:
Procedure type: donor nephrectomy. According to the reporter: pt was taken to the operative suite where general anesthesia with endotracheal intubation was induced by the anesthesia team. Procedure was then carried out and the kidney together with the vessels were completely dissected. Prior to vascular control, the endo gia universal stapler autosuture staplers were inspected. Loaded with 30-2.5mm vascular cartridge and were found to open and close without evident problems. Adequate exposure was adopted and the full length of renal artery and vein were visualized. The 30mm endo gia universal stapler autosuture was applied over the artery and closed, inspection showed the artery within the cutting zone of the stapler and no other tissues were entangled within the jaws. The safety locking button was pushed and firing was started. A strange noise occurred and the instrument separated from the handle. During withdrawal of knife the handle of the endo gia broke resulting in severe bleeding from the aortic stump. The cartridge was noted to have cut, but not stapled. Immediate conversion to open surgery was carried out, severe bleeding was encountered, the vein was controlled and the kidney was retrieved. The bleeding from the aortic stump was controlled with difficulty and loss of large amount of blood was encountered, 3 liters. The pt developed cardiac arrest and was resuscitated. Postoperatively the pt developed post cardiac arrest anoxic brain injury and currently the pt is in a vegetative state, awake but not aware; does not interact in any cognitive way with the environment, does not fixate or follow with eyes, vegetative functions preserved.

Manufacturer narrative:
(B)(4).